Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on a no cross form that one resolute onyx rx coronary drug eluting stent was used to treat a lesion in the mid lad. The lesion was predilated. The stent failed to cross the lesion and in doing so was damaged. The device was removed and another device was used instead. No patient injury was reported.